Event description:
A call center ticket was logged noting a defibrillator with an EKG error.no patient impact was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.